Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All buttons functioned properly. However, the insulin pump had corroded keypad traces. The insulin pump received with broken reservoir tube lip and cracked case near display window corners noted.

Event description:
The customer reported via phone call that several of the insulin pump's buttons were responding intermittently. The customer stated that the insulin pump was not bumped or dropped. Blood glucose level was 145.8 mg/dl at the time of the incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.